Event description:
It was reported that while processing (B) (6) at a (B) (6) processing facility, a hole appeared between the two chambers of the freezing bag component of the device when heat sealing.

Manufacturer narrative:
Since the involved device was not retained, it was not possible to conduct a direct investigation of this event.a review of the manufacturing history record of the device and the relevant components revealed no deviation from established procedures and release criteria that would contribute to a deviation of the type described.based on the reporter's description of the event, the firm's knowledge of, the product and previous investigations of recent similar occurrences (9617787-2009-00002 and 9617787-2009-00003), the most likely cause appears to be the application by the user of an rf heat sealer with characteristics not optimal for this device. Other, more appropriate models of rf sealer were suggested to the user.unless substantially significant information becomes available, this constitutes a final report.